Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pace impedance measurements on the right atrial (ra) lead. As a result, a signal artifact monitor (sam) episode was stored with a vector switch. Boston scientific technical services (ts) also noted that noise was present on the ra. According to the field presentative, an ra lead revision has been scheduled in the upcoming weeks. Further information was received that a revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pace impedance measurements on the right atrial (ra) lead. As a result, a signal artifact monitor (sam) episode was stored with a vector switch. Boston scientific technical services (ts) also noted that noise was present on the ra. According to the field presentative, an ra lead revision has been scheduled in the upcoming weeks. No adverse patient effects were reported. At this time, this device system remains in service.